Event description:
The customer was hospitalized for high bgs. Customer had called previously to troubleshoot and was instructed to change site and insulin vial, but the high bgs persist. Following a manual injection bgs were fine. Family member would like this pump replaced.